Event description:
The pt was reportedly implanted with an unspecified surgisis biodesign graft on (B)(6) 2009 at (B)(6) to treat her pelvic organ prolapse. The pt was reportedly implanted with an asm miniarc sling, a bsc xenform and a bsc uphold on (B)(6) 2013 at (b)(46) the pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Product name unk; product unspecified. Product common unknown; product unspecified. Product expire date unk as lot number not provided. Product catalog number unk as product unspecified by complainant. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified surgisis biodesign graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.